Event description:
Rep reported that the account implanted a certas and the residents are having difficulty reading/programming the valve post-op. They are experiencing difficulty in confirming the x-ray position and the programming tool is not working correctly. The surgeon wanted to x-ray the patient to make sure the setting had not moved from the initial setting of 7. Hospital could not determine actual setting. The device is still implanted.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If at some point, the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device is still implanted.